Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery to repair an incisional hernia. As reported, a bard/davol ventralight st w/echo, was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralight st w/echo.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery to repair an incisional hernia. As reported, a bard/davol ventralight st w/echo, was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralight st w/echo. Addendum per additional information provided: on (B)(6) 2015: patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st w/ echo ps. Per operative notes, "the sub umbilical hernia defect was noted. A ventralight st mesh with the echo positioning system was introduced into the abdominal cavity. The echo positioning system was insufflated and the appropriate positioning of the mesh was ensured with taking the mesh over hernia defect. Once this was accomplished, the echo positioning system was desufflated, removed from the mesh and sutured at the end of the mesh¿. On (B)(6) 2016: during visit patient had abdominal pain and hernia. On (B)(6) 2016: patient had abdominal pain, hernia recurrence and mesh infection thereby underwent repair with mesh removal. Per operative notes, "below the umbilicus in a pannicular fold the hernia sac was opened. The pus was encountered. The ventralight st w/ echo ps patch had pulled apart from the lower side of the ventral hernia repair and was removed completely. Then a biological patch was placed and sutured¿. Attorney alleges that the patient had abscess, hernia recurrence, infection, mesh migration, mesh shrinkage, discomfort, pain and suffering.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document the additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about a year post implant of ventralight st w/ echo ps mesh, morbid obesity patient was diagnosed with hernia recurrence, infection, adhesions, mesh migration and abdominal pain thereby underwent repair with mesh removal. Per op notes, ¿patch had pulled apart from the lower side of the ventral hernia repair¿. The instructions-for-use supplied with the device identifies infection and adhesions as possible complications. The warning section of the IFU states that "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Updated fields: d6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.